Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplement report will be filed. (B)(4).

Event description:
It was reported that while using a 3ml bd luer-lok syringe, a needle came loose from the device. Because of this incident the patient required a vitrectomy and retina procedures.